Event description:
Pusher wire had difficulty advancing filter in sheath. Ultimately successfully deployed filter by cutting sheath, however took longer to deploy because of difficulty advancing pusher wire.